Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-14135. It was reported that patient presented for lead revision due to rv lead dislodgement. During procedure, both the atrial and ventricular lead was observed to be twisted up and suspected to be caused by twiddler's syndrome. Insulation abrasion was noted on both leads. The atrial lead was capped on (B)(6) 2019 and the ventricular lead was explanted. Both leads were replaced and the patient was stable following the procedure.

Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.